Manufacturer narrative:
H6: results-100 (other): visual inspection of the product found a portion of one haptic torn off and missing. There was evidence of surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
As a cc4204bf collamer plate lens was being ejected, it became stuck to the foam tip plunger and tore. The lens was implanted into the patients' eye and when the surgeon pulled back on the plunger, the lens was still stuck to it and was pulled out of the eye. There was no pt injury or trauma. The incision was not enlarged. The contact stated it was unk as to why the lens became stuck to the foam tip plunger.